Event description:
Device issue: failure to cross/delay in procedure. Time of device issue: during procedure. Adverse event: cardiac tamponade/death. Time of adverse event: during procedure. It was reported that the 3.0 x 19 mm jostent graftmaster was unable to cross to treat a perforation, which was caused by a non-abbott stent. The 3.0 x 12mm graftmaster crossed with difficulty and was deployed; however, it did not seal the perforation. The pt experienced a cardiac tamponade and went into cardiac arrest. Resusitation efforts were unsuccessful and the pt died.

Manufacturer narrative:
(B) (4). (B) (4). Failure to cross can be as a result of several factors which include the interaction with pt anatomy (lesion location, tortuosity, presence of calcification) and/or the interaction with an implanted stent and/or accessories used in conjunction with the ptca catheter during the procedure or could occur due to physician's technique (selection of device size/type, used guide wire/catheter). Since the device was not returned, it is not possible to investigate further the reason, the stent graft failed to cross. Review of the device history record for this lot did not produce any findings relevant to this report. The second graftmaster is being reported under a separate medwatch report number.